Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and coronary sinus implantable lead exhibited impedance greater than 2000 ohms and loss of capture 3 days post implant. When the impedance is measured with the pacing system analyzer (psa) the impedance is 690 ohms and the pacing threshold is 1.9 volts. The lead and device connection has been confirmed.